Manufacturer narrative:
According to the customer narrative, the physician initially attempted to repair the mitral valve with the memo 3d. The repair was insufficient, and a mvr was performed. Based on this narrative, the event is attributable to the operational context, as the repair was not sufficient. This event has been deemed not device related, and no further investigation is required.

Event description:
An attempt was made to repair the mitral valve with a memo 3d annuloplasty ring, but the surgeon was not satisfied with the repair. He decided to replace the mitral valve, and implanted a magna mitral valve size 31 mm. The patient did well, and the memo 3d was discarded. This event occurred on (B)(6) 2017. Livanova canada corp was notified on september 6, 2017 of this event through patient tracking.